Event description:
A company representative reported that a patient underwent revision surgery to address a migrated xia 3 blocker. The patient reported pain in their left thigh and moderate lumbar pain.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text: device was scrapped.

Event description:
A company representative reported that a patient underwent revision surgery to address a migrated xia 3 blocker. The patient reported pain in their left thigh and moderate lumbar pain.

Event description:
A company representative reported that a patient underwent revision surgery to address a migrated xia 3 blocker. The patient reported pain in their left thigh and moderate lumbar pain.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device not returned.